Event description:
During a redo atrial fibrillation procedure for atrial tachycardia using ensitex voxel mode, error messages were noted which caused a delay in procedure and ultimately the procedure was completed using carto. Following patch validation, an impedance error was noted for either the indifferent patch or the leg patch. The leg patch was exchanged and revalidated. However; the same error occurred. Several leg patches were noted to be dry and hard upon removal from the package. Several new studies were started which did not resolve the issue. A new sticky leg patch and an indifferent patch were used, the amplifier and dws were restarted, and the same error occurred. Troubleshooting determined the issue was with the ensitex surfacelink. The procedure was switched to carto, per physician request. The surfacelink was replaced and the issue has not occurred since.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported output issue and subsequent delay remains unknown.